Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing did this occur on? At the second firing. Did anything unexpected happen prior to this incident? No the analysis results found that one device was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality and it fed 8 conforming clips and 1 with a gap. Finally, it locked out as intended. However, it could not be determined what may have caused the found a clip with gap. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first the clip came off. Secondly, clip doesn´t close correct. There were no consequences for the patient.